Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the ventilator device did not pass the self test. This occurrence was noticed during the preoperational check. Various alarms were observable both visually and through hearing. Tf 446026 (amvreferror), tf 446029 / tf 485001 (ambient failure detected). The device log files do cover the events of the time of failure. These alarms were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device did not pass the self test. This occurrence was noticed during the preoperational check. Various alarms were observable both visually and through hearing. Tf 446026 (amvreferror), tf 446029 / tf 485001 (ambientfailuredetected). The device log files do cover the events of the time of failure. These alarms were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.